Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The labeling is found to be adequate. Instructions for use: preparing for catheterization: 1. Open kit and remove contents. 2. The gloves are not necessary to maintain aseptic conditions during the procedure. The gloves are for the operator's protection. Male/female catheterization: 1. Remove cap from insertion tip while squeezing tabs. Save cap for closing the bag. 2. Slide the catheter halfway into the insertion tip. 3. Male - prepare the male urethral meatus and the surrounding area with povidone-iodine swabs provided. Female - prepare the female urethral meatus by holding the outer labia apart and prep the urethral meatus and surrounding area with povidone iodine swabs provided. 4. Male - holding the penis, advance the insertion tip into the urethra no further than the flange base. Female - spread the inner labia, advance the insertion tip into the urethra no further than the flange base. Release the inner labia. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had 13 intermittent catheter crushed tips and 14 were unusable because they were excessively coated with gel, preventing urine from flew out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had 13 intermittent catheter crushed tips and 14 were unusable because they were excessively coated with gel, preventing urine from flew out.

Manufacturer narrative:
The reported event was inconclusive due to the batch number for sample return is different from the batch number reported. Visual: received 11 touchless plus unisex urethral catheter kit. Verified material number 4a5108 and batch number ngkp3890. The batch number for sample return is different from the batch number reported. Visual inspection of catheter showed that there was kink/bend in the tip. It was also present that there was a lot of lubrication. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had 13 intermittent catheter crushed tips and 14 were unusable because they were excessively coated with gel, preventing urine from flew out. Per customer email response received on (B)(6) 2025. Sample was available. Pending sample return. The catheter with a lot of gel on it was found to be defective because no urine came out during use. The one with the bent tip was noticed to be defective before use. While using the catheter on (B)(6), patient sustained an injury and passed a large amount of blood in urine. After that, patient developed a urinary tract infection (uti), which progressed to sepsis, and was hospitalized for 5 days for treatment of antibiotics. Patient advised to please make a soft catheter to avoid injuring the urethra. Also advised to please apply only a small amount of gel when making it. If the catheter was defective, patient had to catheterize twice in a row, which increases the risk of getting a urinary tract infection. Per notification from investigator on 31mar2026 it was reported that the kink/bend in the tip and another excessive lubricious presented was found during sample evaluation on 30mar2026.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The labeling is found to be adequate. Instructions for use: preparing for catheterization: 1. Open kit and remove contents. 2. The gloves are not necessary to maintain aseptic conditions during the procedure. The gloves are for the operator's protection. Male/female catheterization: 1. Remove cap from insertion tip while squeezing tabs. Save cap for closing the bag. 2. Slide the catheter halfway into the insertion tip. 3. Male - prepare the male urethral meatus and the surrounding area with povidone-iodine swabs provided. Female - prepare the female urethral meatus by holding the outer labia apart and prep the urethral meatus and surrounding area with povidone iodine swabs provided. 4. Male - holding the penis, advance the insertion tip into the urethra no further than the flange base. Female - spread the inner labia, advance the insertion tip into the urethra no further than the flange base. Release the inner labia. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had 13 intermittent catheter crushed tips and 14 were unusable because they were excessively coated with gel, preventing urine from flew out.